Event description:
It was reported that during a resection of the prostate procedure on (B)(6) 2024, the cord sparked when they began to resect. Fibers are coming out of the cord where it connects in to the generator. They were able to complete the procedure using a back-up device without any patient harm. However, the issue caused a delay of the case for about 15 minutes.

Manufacturer narrative:
The device was returned to our us facility on dec-23-2024, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the cable was found cut in close to the bending protection, wires show residues of soot as well as corroded cable ends. Only a few strands show a typical copper color. This means, that only these few strands can provide voltage and current to the instrument. The most probable root cause is the aging of the cable and therefore normal wear and tear due to its age (manufactured in february 2023). The IFU states clearly the exchange of the cable after 3 months when the cable is used 2-3 times a week. It's the customer's responsibility to track take care of the condition of the cable before application. This event is filed under internal complaint (B)(4).